Event description:
The pt was implanted with a left ventricular assist device. Approx 3 years post-implant, the pt contacted the vad coordinator due to intermittent red heart alarms. During the conversation, the pump stopped and a continuous alarm could be heard via the telephone. The pt fell unconscious and the vad coordinator immediately called emergency service. CPR was performed, however, the pt expired approx 30 mins later.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and is currently in process. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.